Manufacturer narrative:
Operator of device is unknown. No information provided to date. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that the device was over delivering. No patient injury was reported.

Manufacturer narrative:
H6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. D10: device available for evaluation: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customers reported problem was not related to any previous repair. Visual inspection found the device in good condition with no appearance of any physical damage, however the seal was missing. There was no evidence of the reported problem recorded in the event history log. The customer reported problem was verified. The investigation and testing found after running three accuracy tests, that the pump was over delivering to the manufacturing specifications. The expulsor was out of mechanical specs. Device was over delivering; this was found to be the cause of the reported problem. For corrective action the expulsor was replaced. The root cause of the reported problem was unknown. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review is not required. Service history review identified this device has not been in for service previously.